Event description:
The customer's mother called to report that her daughter experienced continuous high bg's (254-383 mg/dl) despite having administered multiple correction boluses and manual insulin injections. Blood was seen in both the pod and cannula. An occlusion alarm was initiated by the pod, at which point it was removed. The pod will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.